Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, a connection issue occurred during the implantation procedure of the ICD involved in this MDR report. When the setscrew was screwed to tighten the lead, only one click sound was confirmed and the screwdriver seemed to turn freely. However, the lead was not coming out from the port by a pull test. The physician tried to unscrew but the screwdriver was turning freely. Another sorin screwdriver was used but with the same results. Another non sorin screwdriver was used and the lead was finally pulled out of the ICD after many difficulties during unscrewing. The device was returned for analysis. Another sorin ICD was successfully implanted and connected to the lead.